Manufacturer narrative:
(B)(4). G2- foreign - ecuador. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during regular inspection of the device, it did turn on normally and worked until the first test cut, but by the time the second cut is made, it did not work even though the trigger was engaged there was no power. There was a sound as if there's something loose inside the motor that's preventing any quick-release coupling or saw attachment from turning. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, e1, e2, e3, g3, g6, h1, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and functional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during regular inspection of the device, it did turn on normally and worked until the first test cut, but by the time the second cut is made, it did not work even though the trigger was engaged there was no power. There was a sound as if there's something loose inside the motor that's preventing any quick-release coupling or saw attachment from turning. No consequences or impact to the patient. Attempts have been made and no further information has been provided.